Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this new pacemaker system, implanted with non-boston scientific right atrial (ra) and left bundle branch area pacing (lbbap) leads. The last threshold measurement was 2.9v and set to trend 3.5v. Additionally, there was a second right atrial automatic threshold (raat) test but not a second right ventricular automatic threshold (rvat) test. Technical services (ts) discussed troubleshooting options, and recommended performing a patient initiated interrogation (pii) to confirm capture via a subsequent rvat test. This pacemaker system remains in service. No adverse patient effects were reporno adverse patient effects were reported.